Event description:
Surgical or light went off and will not come back on. Panel on wall is flashing fault located or #6. Connectors where light heads connect to yoke assembly showed signs of excessive heat, with melting of connector cover occurring on light #1. Both light heads and yoke assemblies were replaced. Both power supplies' outputs read within range (24.04 & 24.06 vdc). No obvious damage was evident at the horizontal arms or center mount. Similar lights in other room showed no signs of similar problems. No report of any injury.

Manufacturer narrative:
Through follow-up with the health-care provider, additional information and a copy of the operative report was received on 04/05/2010. Through the operative report, it was learned that the device was explanted due to dehiscence and regurgitation. Per the operative report: "on visualization, you could easily see that the posterior aspect of the ring had dehisced. The anterior aspect of the ring was completely intact and secured to the annulus. This was consistent with the tee findings. On the posterior aspect, you could see that there was a tissue denuded where the ring was at the annulus. Correlating with tee examination, this could have happened because the posterior wall of the lv was akinetic whereas the anterolateral walls have more vigorous movement. Thus vigorous movement of the anterolateral wall against a posteriorly fixed ring could have caused dehiscence."

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.